Manufacturer narrative:
Exact date unknown, event occurred four months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation, numbness and tingles from the ankle down the foot. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.